Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to high out of range pacing impedance measurements greater than 2000 ohms on this left ventricular (lv) lead. Technical services (ts) reviewed the data, discussed reprograming to different vectors and recommended to continue monitor. No adverse patient effects were reported. This lv lead remains in service.